Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, when the physician cut the papilla, the cutting wire broke. No part of the cutting wire detached and fell into the patient. Reportedly, the device was not energized prior to bowing and when not in contact with the tissue. Also, the exposed cutting wire had fully exited the endoscope when the device was energized. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.